Event description:
It was reported that tip detachment occurred and patient went to surgery. The patient presented with advanced stage of gangrene with exposed bone. The patient had left lower limb artery occlusion. Transarterial thrombolysis was performed then percutaneous intraarterial balloon dilation was performed to open the occluded artery. During the procedure, the physician used the 300cm v-18 guidewire to open the occluded blood vessel. Balloon dilation was performed and then imaging was performed. Imaging revealed that 3cm from the front end of the 300cm v-18 guidewire was fractured. The fractured part left in the left leg near the popliteal fossa. The patient underwent amputation on the following day. No further patient complications were reported. It was further reported that the physician estimated that the patient will undergo amputation prior the procedure. An attempt as made to remove the detached fragment but it failed. The patient accepted the physician's advise for amputation and the detached tip was found in the mutilation.

Event description:
It was reported that tip detachment occurred and patient went to surgery. The patient presented with advanced stage of gangrene with exposed bone. The patient had left lower limb artery occlusion. Transarterial thrombolysis was performed then percutaneous intraarterial balloon dilation was performed to open the occluded artery. During the procedure, the physician used the 300cm v-18 guidewire to open the occluded blood vessel. Balloon dilation was performed and then imaging was performed. Imaging revealed that 3cm from the front end of the 300cm v-18 guidewire was fractured. The fractured part left in the left leg near the popliteal fossa. The patient underwent amputation on the following day. No further patient complications were reported.